Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose read "high" on the glucometer at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. No insulin exited during the initial prime test passed. However, the prime test was performed again with a new infusion set, and insulin exited. The customer stated that she had to press on the back of the insulin pump in order for insulin to exit, though. The customer later called back to report that on the day she left the hospital, she had to return due to hypoglycemia. The customer lost consciousness and was convulsing at the time of the event. The customer stated that she believes a nurse gave her an injection of insulin without checking her blood glucose prior to leaving the hospital the first time. Troubleshooting was performed, and the insulin pump was reading the reservoir volume accurately. However, the displacement test failed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.